Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s left eye. The iol was rigid and broke when inserted into the eye. Mst forceps were used to remove it from the eye. The iol was replaced with the same model and diopter. There were no complications such as a capsule tear, vitrectomy, sutures, incision enlargement or meds outside the standard of care. No further information was provided regarding this event.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.